Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a trabecular bypass stent implantation procedure, there had been an anterior chamber hemorrhage associated with stent insertion, which had persisted after surgery. A transient intraocular pressure elevation was observed during the absorption process after surgery. The intraocular pressure of the patient increased to 35 mmhg. Prostaglandin analogs were used to reduce the intraocular pressure. The sample was not available as it remained in the patient's eye.

Manufacturer narrative:
Additional information was added in h.3., h.6 and h.11. A sample was not received at the investigation site for evaluation for the report of intraocular pressure (iop) increased to 35mmhg after surgery and anterior chamber hemorrhage; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. Hyphema and iop spike (10mmhg higher than highest pre-operative iop measurement) are highlighted as a potential risks associated with anterior chamber surgery, as stated in the product¿s IFU. The manufacturer internal reference number is: (B)(4).